Event description:
It was reported that during knee arthroplasty, the femoral impactor pad fractured while assembling with the trial. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product found signs of repeated use and a piece has fractured off. The device history record was reviewed and no discrepancies relevant to the reported event were found. The device has a potential field age of 5 years and exhibits signs of repeated use. The reported event is attributed to wear and tear of the device due to repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.